Event description:
It was reported that the user experienced fluctuating blood glucose with an urgent low soon alert followed by a measured low glucose of 57 mg/dl after announcing breakfast, a subsequent rise to 234 mg/dl, and later a high of 207 mg/dl, while questioning why the ilet pump was not delivering insulin; review of system reports confirmed delivery of basal and correction insulin with glucose trending down and a later reading of 193 mg/dl. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included review of device data and logs. Investigation of this case revealed that the device delivered insulin as intended and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.